Event description:
Customer seemed to be out of it. Family member checked their blood glucose and received a result of 90mg/dl. Based on the result the customer was given orange juice and paramedics were called. The customer was taken to the hosp and at the hosp a lab was drawn with a result of 20mg/dl. The customer was given a glucose IV. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.